Event description:
On (B)(6) 2014, the surgeon performed a left side ifuse procedure on the patient placing three ifuse implants. The patient complained of pain immediately following the initial surgery. X-rays revealed that the first implant was impinging on the neuroforamen. On (B)(6) 2014, the surgeon performed a revision surgery where he removed the impinging implant. No other implants were removed, adjusted or added. The patient's symptoms resolved following the surgery.

Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU and fmea, the most probable root cause is a malpositioned implant. The part numbers, lot numbers, manufacture dates and expiration dates for the ifuse implants are unknown.